Event description:
Dental dam clamp broke doing procedure and pt swallowed it. She was pregnant, made herself throw up and no other treatment was required. On (B)(6) 2012, dental assistant, reports that on (B)(6) 2012 doctor was performing a root canal when the dental dam clamp broke, dam released and pt swallowed the broken piece. She confirmed no harm to pt otherwise.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.